Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
After about 5 months later, the patient felt ache, and back to the hospital, and x-ray shows the screw broken.